Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An external visual inspection was performed and passed. A manual test of the reported problem was performed and passed. The reported event of intermittent audio output was not confirmed. A root cause could not be determined.